Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the unspecified tissue injury and thrombus cannot be determined. Thrombus and tissue damage/injury are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report tissue damage and thrombus. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. A steerable guide catheter (sgc) was inserted. While in the left atrium at the end of the sgc, a piece of tissue or clot was observed. Aspiration was performed, but the tissue or clot was unable to be found. The procedure was continued with the sgc, and one clip was successfully implanted, reducing mr to a grade of 1. There was no clinically significant delay in the procedure. No additional information was provided.